Manufacturer narrative:
Model number/catalog number: 720185-01, serial number: n/a, batch/lot number: 1000456794, model/catalog description: reservoir flat iz 100 ml, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) due to erosion and infection. During the procedure, the physician noted that the device had eroded distally through the urethra and confirmed an infection. The device was explanted. There were no further patient complications.